Event description:
Information was received that reported a pt had been hospitalized on the evening of 2005 due to diabetic ketoacidosis. The pt is independent with her care, the reporter had no information regarding the pt's regimen or the pumps operation. Reportedly the pt began vomiting the previous day, but did not tell the family member until the next day. At that time they tested her blood glucose and ketones, it was reported the blood glucose was around 300 and her ketones were large. She was transported to the ER and was then admitted to the hospital. She was discharged three days later. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.